Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of over 500 mg/dl. Reportedly, customer is working with healthcare provider to adjust basal rates and address bg.